Event description:
A patient had 2 endeavor rx stents implanted on the day of the index procedure. Approximately 21 months from the index procedure, the patient suffered from a gi bleed, patient received a blood transfusion and dapt was discontinued for approximately 1 week. The patient was reported to be in remission. Investigator has indicated that the event was not related to the study device. Approximately 24 months from the index procedure, the patient suffered from another episode of a gi bleed, was treated with a blood transfusion and aspirin was discontinued. Patient was reported to be in remission. Investigator has indicated that the event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (blood loss). (B)(4).

Manufacturer narrative:
(B)(4). Evaluation code results inherent risk of procedure (death) evaluation codes: conclusion: known inherent risk of procedure (death).

Event description:
Approximately 26 months and 31 months post the index procedure the patient experienced two gi bleeds. The investigator has indicated that the events are not related to the study device.

Manufacturer narrative:
Cause of death was backache.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is reported that the patient suffered a gi bleed approximately 1 year and 10 months post index procedure. Dapt withdrawn for 1 week.

Event description:
Investigator indicated that gi bleed that occurred 26 months post index procedure was treated with withdrawing clopidogrel. Patient death occurred approximately 4 years post the index procedure. Cause of death unknown. The investigator assessed that the death is not related to the study stent.